Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 290 mg/dl. It was also reported that the insulin pump alarmed no delivery multiple times. Troubleshooting was performed, but the insulin pump continued to alarm. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.